Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a transcatheter aortic valve replacement (tavr) procedure. The device paced at a rate of 160 pulses per minute (ppm) during the procedure. There was also intermittent loss of capture which appeared to occur with higher rates. It was determined to be due to the device feature defib detect circuit. No adverse patient effects were reported. The device remains in service.